Event description:
Follow-up information revealed the patient had not recharged the ipg in approximately 2 years prior to the devices becoming inoperable.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between the ipg and external devices. It was also reported the patient's programmer reflects a communication error. A company representative met with the patient and confirmed the device is inoperable. The patient also states she has fallen recently. Consequently, the patient will consult with the physician regarding surgical intervention as the next course of action.

Event description:
Follow up information revealed that the patient underwent surgical intervention wherein the ipg was replaced. Therapy was resumed post procedure.